Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The event history log was reviewed. Functional testing was performed. The dso seal was replaced. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair. There was unknown patient involvement. The device analysis revealed a damaged downstream occlusion seal.